Event description:
The hospital reported that the vasoview 7 xb is defective. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test; it generated steam and heat and cut without difficulty. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).